Event description:
It was reported that the clinic ran a right ventricular auto threshold (rvat) test and this implantable pacemaker did not identify the loss of capture, leaving the patient's with the intrinsic rhythm. The patient passed out and is feeling fine at this time. Technical services (ts) advised to program the rvat off to avoid the patient experiencing the same issue during daily auto testing and to program a fix threshold output. The device remains in service. No additional adverse patient effects were reported. Additional information from the field representative indicates that the patient has complete heart block and experienced asystole greater than 2 seconds (approximately 5 seconds). Also, the patient was near syncopal when the loss of capture occurred. The device was confirmed to be reprogrammed to a fix output and is scheduled for an office visit on (B)(6) 2021.